Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was dirty, the objective lens was dirty, the knob wire was completely cut off, the adhesive on the bending section cover was detached, the endoscope connector had wear, the up/down/left bending angles were out of standard, the up/down/left/right knobs had play, the distal end cover had a dent, and the inside of the light guide lens was dirty. There were scratches on the objective lens, the connecting tube, the universal cord, and the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the duodenovideoscope had the knob wire completely cut off. Inspection and testing of the returned device found that the inside of the light guide lens was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to foreign material entering through the slight gap at the distal end glue. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.